Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope]. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. [When using the air/water button]. Inspection of water supply. Cover the air/water button hole with your finger. Push the button while covering the hole. Ensure that water flows across the endoscopic image.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, foreign material found in the nozzle was suspected to be due to insufficient cleaning of the device. The customer¿s allegation of angulation malfunction was confirmed. It was observed that the bending angle in up direction was out of specification and there was play in the up/down angulation knob, due to wear of the angulation wire. Additional events were found during evaluation and are as follows: the adhesive on the bending section cover was chipped, the universal cord was dented, the control unit was discolored, and the suction cylinder was shaved. The connecting tube was dented, scratched, wrinkled and discolored. Scratches were observed on the bending section cover, the scope connector cover, the lock engagement lever, the lock engagement knob, the right/left knob, the up/down knob, the switch box, the scope connector, the universal cord, the grip, the control unit, and the scope cover. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had an angle operation error. It is unknown when the event took place. There was no reports of health hazard to the patient or user of the device. The subject device was subsequently evaluated by olympus and found foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.